Manufacturer narrative:
(B)(4). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed air in line testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found within specification in relation to the reported failed air in line during preventative maintenance which was unable to be reproduced during evaluation. A review of the event history log did not reveal evidence of the reported symptom. The device was tested with passing results, and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.